Event description:
It was later reported that the patient was transplanted on 20jul2021, however it wa reported that the explant was not due to a device or therapy related issue and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(6). (B)(6) was returned assembled with the driveline cut approximately 19.5¿ from the pump housing. The distal end was not returned. The apical sewing ring and bend relief collar were also not returned. The sealed graft conduit (outlet elbow and outflow graft) was returned attached to the outlet port. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) and the outflow graft bend relief were returned separately. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated, tissue-like deposition surrounding the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form within the outlet stator. The origin and duration of time for which the deposition was present in the pump cannot be conclusively determined; however, it could have contributed to the report of elevated lactate dehydrogenase (ldh). Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities. The submitted log files showed transient power elevations on (B)(6) 2021 and (B)(6) 2021. The elevations were captured during pulsatility index (pi) events. Additionally, two low speed events were noted when the fixed speed and low speed limit were both set to the same value and when the fixed speed was set below the low speed limit. A correlation between the log file findings and the observed thrombus could not conclusively be determined. The pump appeared to function as intended. Incidental findings: breaches were discovered in the insulation of the red and black wires. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history record for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis and hemolysis. This section also provides an explanation of all pump parameters, including pump speed, power, and flow, and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. This section provides information on anticoagulation, including recommended international normalized ratio (inr) values. This section also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. This section additionally explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with elevated lactate dehydrogenase (ldh), low haptoglobin, and concern for left ventricular assist device (lvad) thrombus/hemolysis. Ldh had been fluctuating since admission and the patient was on bivalirudin. Plasma fee hemoglobin was normal. The site reported that powers had remained stable, however, log file analysis by the manufacturer's technical services showed that power and flow had a slight upward trend. An additional log file was submitted for review on 15jul2021 which captured routine events. Overnight power and flow were elevated and speed changes were made in reaction. The patient reportedly felt the pump but had no additional symptoms. Additional log files were sent to the manufacturer for analysis which confirmed elevated power and flow as well as a couple of low speed advisory events. During the first event the fixed speed and low speed limit were both set to the same value and during the second event the fixed speed was set below the low speed limit. The site continued to send log files to the manufacturer to review trends in pump power and to confirm the pump was functioning appropriately. The site noted that they were trying to rule out driveline issues versus clinical cardiac changes.